Manufacturer narrative:
Other physician's involved in case: dr. (B)(6).

Event description:
It was reported that in-stent restenosis occurred. The index procedure was performed on (B)(6) 2018. The target lesion was located in the moderately calcified and 100% stenosed superficial femoral artery (sfa). Two 7mmx60mm eluvia stents were placed in the sfa, 150mm apart. A non-bsc stent was placed between the eluvia stents, with no stent overlaps. Residual stenosis was 0%. On (B)(6) 2019, an ultrasound was performed, which revealed 100% in-stent restenosis in one of the stents. There were no reported patient complications. There is no additional intervention planned, however, the patient will be monitored more frequently.